Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear, was selected for use. During the procedure, fluid was leaking from the back port of the faradrive sheath. Pressure bag was used for the irrigation of the sheath. Non-boston scientific mapping catheter was inside the sheath prior to, and/or at the time, the leak was observed. The reported leak was classified as a slow saline leak. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned as it was disposed.